Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 1 month post implant of this 29mm bioprosthetic valve, the valve was explanted and replaced with a 27mm bioprosthetic valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the 29mm aortic bioprosthetic valve was explanted and replaced due to calcified leaflets and insufficiency. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.